Event description:
Clinic notes dated (B)(6) 2012 note that the patient noticed more seizures in the last six months. The patient reports one seizures in (B)(6) 2012, three in (B)(6) 2012, six in (B)(6) 2012, three in (B)(6) 2012, two in (B)(6) 2012, two in (B)(6) 2012, four in (B)(6) 2012, and two in (B)(6) 2012. It is unknown if the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.